Event description:
It was reported that during routine follow-up, the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert regarding this right ventricular (rv) lead shock impedance out of range. The device recorded three out of range measurements and it was mentioned that the shock impedance trend has always been high but within range. Provocative tests were performed and all parameters were in range. The highest reproducible shock impedance during postural changes was 117 ohms and there was no noise nor artifacts. The patient will continue to be closely monitored through latitude. Additional information was provided. In-clinic follow-up was performed and provocative maneuvers and postural changes were able to reproduce shock impedance measurements of 130 ohms. An integrity test was performed and the shock impedance was within normal range. All other lead parameters were also found stable. The physician decided to monitor the patient. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert regarding this right ventricular (rv) lead shock impedance out of range. The device recorded three out of range measurements and it was mentioned that the shock impedance trend has always been high but within range. Provocative tests were performed and all parameters were in range. The highest reproducible shock impedance during postural changes was 117 ohms and there was no noise nor artifacts. The patient will continue to be closely monitored through latitude. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high out of range is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this shock impedance high out of range has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that during routine follow-up, the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert regarding this right ventricular (rv) lead shock impedance out of range. The device recorded three out of range measurements and it was mentioned that the shock impedance trend has always been high but within range. Provocative tests were performed and all parameters were in range. The highest reproducible shock impedance during postural changes was 117 ohms and there was no noise nor artifacts. The patient will continue to be closely monitored through latitude. Additional information was provided. In-clinic follow-up was performed and provocative maneuvers and postural changes were able to reproduce shock impedance measurements of 130 ohms. An integrity test was performed and the shock impedance was within normal range. All other lead parameters were also found stable. The physician decided to monitor the patient. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert regarding this right ventricular (rv) lead shock impedance out of range. The device recorded three out of range measurements and it was mentioned that the shock impedance trend has always been high but within range. Provocative tests were performed and all parameters were in range. The highest reproducible shock impedance during postural changes was 117 ohms and there was no noise nor artifacts. The patient will continue to be closely monitored through latitude. The rv lead remains in service. No adverse patient effects were reported.